Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm and failed battery test alarm. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with manual injection. The customer stated that they were unable to clear the battery test alarm due to button error alarm. The customer stated that they found that the spring inside the battery compartment was corroded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had normal operating currents and passed the self-test, a21 error test and off no power test. No unexpected failed battery test noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was missing the end cap sticker.